Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. Exact date of event is unknown/not provided, indicated as since implant, best estimate is (B)(6) 2021. If implanted, give date: not applicable. If explanted, give date: not applicable. Initial reporter phone number: (B)(6). Manufacturer telephone number: (B)(4). This report is being filed on an international device; tecnis synergy optiblue model zfr00v that has a similar device, tecnis synergy iol model zfr00 which is distributed in the unites states under PMA p980040. The device is not returning for evaluation as product remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that 2x zfr00v were bilaterally implanted into the patient's eyes on the same day. After 6 months she is experiencing blurred distance vision and seeing 2 clouded images. The patient is also struggling with image quality and cannot recognize people at 15ft ¿ 20ft. Through follow up it was learned that the operation date was on (B)(6) 2021 but the patient has been having issues since then and that the only interventions are drops for a slightly dry eye. Awareness date of (B)(6) 2021 was also confirmed. The patient's daily activities have been seriously affected as she is a hairdresser and can¿t recognize her customers at distance. This report captures the event for right eye (od). A separate report is submitted for the left eye (os).